Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9070601. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200812519] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for barrel discolored on lot # 9070601. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, barrel discolored) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd¿ insulin syringe was "dark" up to the 5 unit mark. This was noticed during use. The following information was provided by the initial reporter: "consumer left voicemail stating that the syringes are dark. I returned consumer's call, she stated that a section of the syringes are dark up to the 5 unit mark. Consumer said she noticed it about one week ago, alos said she does not re-use."